Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint could not be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It was identified the head and dm bearing used together are not compatible, however it is unknown if the combination contributed to the disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported a patient underwent a hip revision approximately 8 days¿ post implantation due a disassociation of the head and bearing. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00117. D10: cat #: 00902602900 / femoral head 28 mm diameter medium 7 mm neck length / lot #: 64270648; cat #: 110024463 / g7 dual mobility liner 42mm e / lot #: 65819691; cat #: 110010264 / g7 osseoti multihole 52mm e / lot #: 65602002. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : discarded by hospital.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; a2; a3; b4; b5; g3; h2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.